Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: there was a time/date reset following a pump reboot observed in the black box data. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new a battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A delivery accuracy test was completed and the pump passed with no delivery defects or malfunctions found. A review of the pump¿s recent basal total daily dose and black box history showed the basal delivery to be accurate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 530 mg/dl with extreme drowsiness and nausea associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and was treated with insulin via injection at their doctor¿s appointment. It was reported that the patient¿s healthcare provider made recent changes to their basal rate and bolus settings. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.